Event description:
It was reported that there were suspicions this right atrial (ra) lead fractured. It was noted that the lead exhibited high out of range pacing impedance that resulted in a lead safety switch (lss). There were noisy signals as a consequence of the unipolar programming from the lss. The device was reprogrammed. It was noted that the issue will continue to be monitored. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that there were suspicions this right atrial (ra) lead fractured. It was noted that the lead exhibited high out of range pacing impedance that resulted in a lead safety switch (lss). There were noisy signals as a consequence of the unipolar programming from the lss. The device was reprogrammed. It was noted that the issue will continue to be monitored. The lead remains in use. No adverse patient effects were reported.